Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(6) submitted for adverse event which occurred on (B)(4) 2015. (B)(6) submitted for adverse event which occurred on (B)(4) 2018.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted severe adhesions and multiple chronic seroma. It was reported that the patient underwent partial removal surgery on (B)(6) 2015. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted a large recurrent midline bulge made up of an incarcerated hernia containing a bowel and previous mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022.

Manufacturer narrative:
Date sent to the FDA: 10/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.